Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon investigation, the trunk cable connector was cracked. The damaged connector caused the belt to fail the hi-pot test. The root cause of the damaged connector cannot be positively identified, but was likely a result of excessive force. No adverse event resulted from the damaged trunk cable connector. The pt received a replacement electrode belt.

Event description:
A review of service data detected a reportable event. Upon servicing electrode belt sn (B)(4), the electrode belt failed the hi-pot test. The last pt to use this belt did not report any deficiencies.